Event description:
It was reported that the readings were 10 torr off versus the cath lab readings and anesth monitor readings. The unit is not being returned. Please send a npr letter. The customer is sending approximately 12 units back due to loss of confidence.